Event description:
It was reported to philips that the system crashes after making a backup. The system keeps rebooting. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Analysis of log files revealed that the system encountered a software issue called the lap stopped responding (lsr) boot loop. Troubleshooting identified that the system would get stuck on the splash screen. To resolve the issue, the x1 was disconnected from the network switch which is in m-cabinet, and then reconnected. The system rebooted successfully. A backup from june was restored and the system started working normally. After this repair, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.